Manufacturer narrative:
Evaluation summary: implant compatibility was confirmed via the nexgen knee profiler. Neither op-notes nor x-rays were provided. As such, the surgical technique can not be reviewed. Based upon the available information, an exact cause for the reported pain cannot be determined. There are no indications of product contribution. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the patient has pain.